Event description:
It was reported that the pump display had frozen. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information about their bg at the time of the event. Technical support provided the necessary information for a complete pump reset. The caller decided to reset the pump, and the issue was resolved.